Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the iabp was called in due to it stopping pumping while in use on a patient. The fse reviewed the error logs and suspected a faulty balloon. The fse performed full functional testing and safety checks. The iabp passed all functional and safety checks to factory specifications and was released to the customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) was unable to fill the intra-aortic balloon (iab) and entered standby while the iabp was in use on a patient. The customer had to manually start the iabp again. No adverse event has been reported.